Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. Device manufacture date: as the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova attempted to retrieve additional information about the affected device. Through follow-up communication livanova learned that the hospital was not aware of any malfunction of this clamp and that all equipment of the facility is working properly. This type of error can be caused by missing power supply or by the user disconnecting/turning off the clamp or the centrifugal pump it is connected to. It is very likely that the user caused the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not made available from the customer.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp was giving a time-out error code during procedure. There was no report of patient injury.